Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic kidney transplant, the device had an unknown issue. A clip was used as hemostasis to resolve the issue.